Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating/ pain"), coagulopathy ("autoimmune disorder : bleeding disorder"), uterine cyst ("autoimmune disorder: cystic fibroid") and genital haemorrhage ("bleeding disorder") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foggy feeling in head, sulfonamide allergy, eye swelling (allergy: sulfa drugs, sulfa was given in eve drop form), dysplasia, herpes simplex, depression and bipolar disorder. Previously administered products included for birth control: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included hypertension. Concomitant products included lisinopril and quetiapine (seroquel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coagulopathy (seriousness criterion medically significant), uterine cyst (seriousness criterion medically significant), weight fluctuation ("weight gain/ loss: weight fluctuation"), infection ("infection"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("sever back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"), vaginal discharge ("vaginal discharge"), dyspareunia ("even when not menstruating painful intercourse / dyspareunia") and rash ("rashes on breast and stomach"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("sever lower abdominal pain/severe abdominal cramping even when not menstruating"), menstrual disorder ("abnormal menstruation"), pruritus ("itching on breast and stomach"), insomnia ("lack of sleeplack of sleep") and skin disorder ("facial blemishes"). The patient was treated with ibuprofen (motrin), surgery (a total hysterectomy and unilateral salpingectomy, oophrectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight fluctuation, fatigue, dysgeusia, amnesia, anxiety, depression, migraine, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal discharge, dyspareunia, rash and pruritus was resolving and the coagulopathy, uterine cyst, genital haemorrhage, infection, headache, abdominal pain, vaginal haemorrhage, insomnia and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, coagulopathy, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, insomnia, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, skin disorder, uterine cyst, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2016 , patient cervix, uterus, and one fallopian tube were all removed. Since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 9-oct-2018: plaintiff fact sheet received. Other relevant history and lab data updated. Events: lack of sleep, facial blemishes, autoimmune disorder: cystic fibroid were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating/ pain"), coagulopathy ("autoimmune disorder : bleeding disorder"), uterine cyst ("autoimmune disorder: cystic fibroid") and genital haemorrhage ("bleeding disorder/abnormal bleeding(general)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foggy feeling in head, sulfonamide allergy, eye swelling (allergy: sulfa drugs, sulfa was given in eve drop form), dysplasia, herpes simplex, depression and bipolar disorder. Previously administered products included for birth control: depo-provera from (B)(6)2012 to (B)(6)2013. Concurrent conditions included hypertension. Concomitant products included lisinopril and quetiapine fumarate (seroquel). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coagulopathy (seriousness criterion medically significant), uterine cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight gain/ loss: weight fluctuation"), infection ("infection"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("sever back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"), vaginal discharge ("vaginal discharge"), dyspareunia ("even when not menstruating painful intercourse / dyspareunia"), rash ("rashes on breast and stomach"), insomnia ("lack of sleeplack of sleep") and skin disorder ("facial blemishes"), 1 day after insertion of essure. On an unknown date, the patient experienced amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("sever lower abdominal pain/severe abdominal cramping even when not menstruating"), menstrual disorder ("abnormal menstruation"), pruritus ("itching on breast and stomach") and pain ("hormonal changes- pain"). The patient was treated with ibuprofen (motrin) and surgery (a total hysterectomy and unilateral salpingectomy, oophorectomy and ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, weight fluctuation, fatigue, dysgeusia, amnesia, anxiety, depression, migraine, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal discharge, dyspareunia, rash and pruritus was resolving and the coagulopathy, uterine cyst, genital haemorrhage, infection, headache, abdominal pain, vaginal haemorrhage, insomnia, skin disorder and pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, coagulopathy, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, pruritus, rash, skin disorder, uterine cyst, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6)2016 , patient cervix, uterus, and one fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6)2013: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet received. Events per pfs: hormonal changes-pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain even when not menstruating/ pain'), coagulopathy ('autoimmune disorder : bleeding disorder'), uterine cyst ('autoimmune disorder: cystic fibroid') and genital haemorrhage ('bleeding disorder/abnormal bleeding(general)') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included foggy feeling in head, sulfonamide allergy, eye swelling (allergy: sulfa drugs, sulfa was given in eve drop form), dysplasia, herpes simplex, depression and bipolar disorder. Previously administered products included for birth control: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included hypertension. Concomitant products included lisinopril and quetiapine fumarate (seroquel). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), coagulopathy (seriousness criterion medically significant), uterine cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight fluctuation ("weight gain/ loss: weight fluctuation"), infection ("infection"), fatigue ("fatigue/ exhaustion is your body"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("sever back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"), vaginal discharge ("vaginal discharge"), dyspareunia ("even when not menstruating painful intercourse / dyspareunia"), rash ("rashes on breast and stomach"), insomnia ("lack of sleep lack of sleep") and skin disorder ("facial blemishes"), 1 day after insertion of essure. On an unknown date, the patient experienced amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("sever lower abdominal pain/severe abdominal cramping even when not menstruating"), menstrual disorder ("abnormal menstruation"), pruritus ("itching on breast and stomach"), pain ("hormonal changes- pain"), feeling abnormal ("foggy brain") and inflammation ("inflammation"). The patient was treated with and surgery (a total hysterectomy and unilateral salpingectomy, oophorectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight fluctuation, fatigue, dysgeusia, amnesia, anxiety, depression, migraine, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal discharge, dyspareunia, rash and pruritus was resolving and the coagulopathy, uterine cyst, genital haemorrhage, infection, headache, abdominal pain, vaginal haemorrhage, insomnia, skin disorder, pain, feeling abnormal and inflammation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, coagulopathy, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital hemorrhage, headache, infection, inflammation, insomnia, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, pruritus, rash, skin disorder, uterine cyst, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2016 , patient cervix, uterus, and one fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2013: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: newly added newts- foggy feeling in head, inflammation nos, reporter was added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foggy feeling in head, sulfonamide allergy, eye swelling (allergy: sulfa drugs, sulfa was given in eve drop form), dysplasia, herpes simplex, depression and bipolar disorder. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss"), abdominal pain lower ("sever lower abdominal pain/severe abdominal cramping even when not menstruating"), back pain ("sever back pain even when not menstruating"), dyspareunia ("even when not menstruating painful intercourse"), rash ("rashes on breast and stomach"), pruritus ("itching on breast and stomach"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), migraine ("migraine headaches"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she underwent a total hysterectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, amnesia, abdominal pain lower, back pain, dyspareunia, rash, pruritus, vaginal discharge, weight increased, weight decreased, migraine, fatigue, depression and anxiety was resolving. The reporter considered abdominal pain lower, amnesia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 , patient cervix, uterus, and one fallopian tube were all removed. Since her removal surgery, plantiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received: reporters details added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of coagulopathy ("autoimmune disorder : bleeding disorder"), pelvic pain ("pelvic pain even when not menstruating") and genital haemorrhage ("bleeding disorder") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foggy feeling in head, sulfonamide allergy, eye swelling (allergy: sulfa drugs, sulfa was given in eve drop form), dysplasia, herpes simplex, depression and bipolar disorder. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hypertension. On an unknown date, the patient started motrin at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced coagulopathy (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), weight fluctuation ("weight gain/ loss: weight fluctuation"), infection ("infection"), fatigue ("fatigue"), dysgeusia ("metallic taste in mouth"), migraine ("migraine headaches"), headache ("headaches"), abdominal pain ("abdominal pain"), back pain ("sever back pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea"), vaginal discharge ("vaginal discharge"), dyspareunia ("even when not menstruating painful intercourse / dyspareunia") and rash ("rashes on breast and stomach"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), amnesia ("memory loss"), anxiety ("anxiety"), depression ("depression"), abdominal pain lower ("sever lower abdominal pain/severe abdominal cramping even when not menstruating"), menstrual disorder ("abnormal menstruation") and pruritus ("itching on breast and stomach"). The patient was treated with surgery (a total hysterectomy and unilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the coagulopathy, genital haemorrhage, infection, headache, abdominal pain and vaginal haemorrhage outcome was unknown and the pelvic pain, weight fluctuation, fatigue, dysgeusia, amnesia, anxiety, depression, migraine, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, menstrual disorder, vaginal discharge, dyspareunia, rash and pruritus was resolving. The reporter considered abdominal pain, abdominal pain lower, amnesia, anxiety, back pain, coagulopathy, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2016, patient cervix, uterus, and one fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter updated. Updated product indication. Events added per pfs: vaginal bleeding, infection, bleeding disorder, headaches, autoimmune disorder, bleeding disorder and abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), amnesia ("memory loss"), abdominal pain lower ("sever lower abdominal pain/severe abdominal cramping even when not menstruating"), back pain ("sever back pain even when not menstruating"), dyspareunia ("even when not menstruating painful intercourse"), rash ("rashes on breast and stomach"), pruritus ("itching on breast and stomach"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), migraine ("migraine headaches"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (she underwent a total hysterectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstrual disorder, dysgeusia, amnesia, abdominal pain lower, back pain, dyspareunia, rash, pruritus, vaginal discharge, weight increased, weight decreased, migraine, fatigue, depression and anxiety are recovering. The reporter considered abdominal pain lower, amnesia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, pruritus, rash, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016 , patient cervix, uterus, and one fallopian tube were all removed. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.